Event description:
The customer reported that the insulin pump alarmed and insulin squirted out. The customer's blood glucose was 500mg/dl and he has treated with manual injections. Advised the customer to discontinue the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed as a result of a loose motor support disk.